Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022 and suture was used. Post-op, at 8:30 a.m. On the second day after surgery, the patient was found to have redness and swelling at the surgical incision, and there was exudation and pus on the skin after opening the surgical incision. Part of the suture was removed, and the surgical incision was cleaned with hydrogen peroxide for aseptic dressing change and drainage. At 9:00 on the 3rd day after surgery, the ward round found that the surgical incision was free of redness and swelling, the exudation was reduced, and there was no pus. The surgical mouth healed well 7 days after continuous sterile dressing change. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was re-suturing performed after the surgical incision was opened? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please describe any medical intervention performed including medication name and results. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 7/18/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure¿¿ name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Was re-suturing performed after the surgical incision was opened? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Please describe any medical intervention performed including medication name and results. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? If so, please provide the results. How much and what type of drainage is present in this wound? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? According to the feedback of the sales representative, all the above answers are unknown.